Manufacturer narrative:
Qn # (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first staple was partially formed. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. The trigger was not returned engaged. Damage was observed on the bottom of the device and cracking was observed on the front of the device. The source of this damage could not be conclusively determined. Functional testing could not be performed due to the damage to the returned sample. When the trigger was engaged, the device fell apart. The device was disassembled. Die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. When functional inspection was attempted, the device fell apart. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the damage which prevented functional inspection. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples came out of patients.